Event description:
We keep having repeated issues on two of our brand-new units (serial# [redacted] and serial # [redacted]). Since [redacted], they each have had 7 service requests submitted - about one a week on brand new units where I¿d expect few calls on. Common themes: blue fluid in back reservoir chamber, blue fluid in vacuum tank trap, red float alarm (fluid in vacuum tank?). We don¿t have seem to be having issues on the other 8 new units. With our problems limited to two serial numbers, we requested they be swapped out/exchanged as lemons under warranty, but the vendor has not complied. Manufacturer response for waste fluid management system, streamway (per site reporter). Replacement systems under warranty: we are confident that each streamway® system (serial no. [Redacted] & serial no. [Redacted]) is performing as designed, and we would without question replace the systems; however, we are most certain this will not change the current state of cleaning solution fluid accumulating the backflow reservoir tank.